Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. The defibrillation superior vena cava (svc) coil was also fractured due to pulling/stretching/overstress. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The previously-inactivated lead was returned to the manufacturer after being explanted due the removal of other devices and leads, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.